Manufacturer narrative:
Investigation completed 08/24/2017. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 144 manufactured on 4/16/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced . No service history is on file for this device. No manufacturing or design related trend has been identified. Customer issue confirmed. Root cause is worn parts and foreign material in the locking mechanism. The lock having both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts. General maintenance and cleaning required.

Event description:
It was reported that a patient¿s head slipped while in pins, causing a small laceration and staples were needed. Additional request for information was sent and on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017, the following was provided by the customer. On (B)(6) 2017, a (B)(6)-year-old male was in the mayfield clamp (lot number 007700) along with the doro adult disposable pins (catalog number: 300600, lot number: not available). (Not an integra product). These pins are not available for evaluation. The patient underwent a posterior cervical fusion procedure. The patient was initially positioned prone on chest rolls, head in the mayfield clamp, and the arms tucked to the side. There was no repositioning of the patient. No stereotaxy device was used. The product problem occurred right after the head was pinned, the headpiece slipped. The patient had a laceration to the head (exact location on the head and length unknown). The laceration was stapled. The length of time the product was in use before the event occurred was reported as ¿maybe 3 minutes¿. The headpiece was removed, then a new headpiece was applied. There was a short surgical delay due to patient stapling and switching headpiece. There was no adverse consequence due to the surgical delay reported. Patient¿s outcome was reported as "being fine¿.